Event description:
Reportable based on analysis completed on 08/31/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90 percent stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The physician was unable to pass the taxus liberte 3.5x32mm stent delivery system through the target lesion due to severe calcification. The procedure was able to be completed with another of the same device with no pt complications. The pt condition post procedure was reported to be "good". However, post product analysis revealed stent damage.

Manufacturer narrative:
Returned product consisted of a taxus liberte monorail with no original packaging. A visual, microscopic and tactile examination of the stent delivery system (sds) revealed stent damage. The balloon was tightly folded and the stent was located between the marker bands. There were five rows at the proximal end of the stent implant that had folded over 0.5 centimeters distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review indicated that device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context as device performance was limited due to anatomical / procedural factors. (B)(4).